Event description:
It was reported the patient presented for an in clinic follow up. During the check, the battery longevity of the leadless pacemaker (lp) was unable to be seen. No intervention was completed, and the lp continued to function normally. The patient was stable.